Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis and high ketone levels. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod with ketone levels of 1.3 mmol/l. The personal diabetes manager (pdm) alerted the patient automated delivery was restricted. The patient changed the sensor, called 111 and went to the hospital. As treatment, the patient was placed on an insulin drip and received nutrition fluids. The patient was released after approximately four to five hours.